Event description:
It was reported that during a follow-up in clinic, failure to sense and high capture threshold was observed on the atrial lead. Patient was asymptomatic. It was reported that the patient was scheduled for a lead revision but the date is unknown. It is unknown if the lead will be repositioned, explanted or capped. No further information was available.